Event description:
The savina had been in use on the same pt for 2 to 3 weeks. A respiratory therapist was getting ready to transfer the pt for some tests, when noticed that the savina was off. No visual or audible alarms were noted at the time of the occurence. The pt was manually ventilated and switched to another device. The pt's saturation remained at 92-93%. There was no pt injury.